Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient was hospitalized for hyperglycemia while using the infusion set. The cannula of the infusion set was bent and the self-adhesive of the infusion set was wet with insulin that was intended to be delivered to the patient. The patient didn't receive insulin for 15 hours during the night. When the patient awoke, he was feeling sick and vomiting. His parents took him to the hospital and he arrived at 10:30 a.m. On (B)(6) 2019. The blood glucose results at the hospital were not provided. The patient was treated with an unknown IV drip and potassium. He was released from the hospital on (B)(6) 2019. The infusion set lot number was not provided. The infusion set was discarded; therefore, no product could be requested to be returned for product evaluation.